Event description:
It is reported that the pt was revised due to the screw being loose.

Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. Eval summary: the articular surface shows heavy signs of wear and damage on the backside and minor wear on the condyle contact pads. No additional info regarding the surgery, x-rays, pt characteristics, or post-operative treatment were included. Additionally, it is unk whether the locking screw was properly inserted/engaged into the tibial plate during the primary surgery due to lack of surgical notes. Cause cannot be definitively determined. Eval: device history records indicate all components were mfg and inspected to specification. Dimensional analysis of the screw component was tested and found to be conforming. The screw was tested with a mating component sample and was found to function correctly. Dimensional analysis of the articular surface met specifications.